Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: there was an incident where a rn was transporting a patient. Somehow the clear part of the pump infusion set became disconnected by the top of the line. This caused the medication to spill on the floor. There was no harm. The lot number for the pump infusion set is 25035608.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the pump infusion set disconnected at the top of the line. One sample was received for quality evaluation. Visual inspection indicates that the tubing separated at the upper pumping segment fitting to the silicone pumping segment tubing. Further examination under magnification indicates that the silicone tubing does not have the securement collar, and the securement collar was not present in the sample submitted. The customer complaint of separation other component - leak was confirmed. The investigation was forwarded to manufacturing for root cause determination. After examination of the photos the manufacturing team identified an indention in the silicone tubing where the securement collar would have been, indicating proper assembly of the infusion set. Based on the securement collar previously being on the infusion set assembly, a root cause could not be determined on the separation issue. It is possible that the tubing set caught on something and pulled apart, as the description of the events state that the failure was noticed during the transport of the patient. A device history record review for model 2420-0007 lot number 25015095 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.